Manufacturer narrative:
The tandem user guide states: "do not use any other insulin with your system other than u-100 humalog or novolog. Only humalog and novolog have been tested and found to be compatible for use in the system."

Event description:
It was reported that multiple occlusion alarms occurred. Reportedly, the pump supplies were changed to address the issue. Additionally, customer was intermittently using fiasp insulin in the cartridge. Tandem technical support educated customer regarding cartridge/insulin labeling. Reportedly, customer reverted to manual injections for insulin therapy. Customer's blood glucose level ranged from 300 mg/dl to 500 mg/dl.